Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and the device was returned with the cannula cap detached from the cannula tabs. Functional inspection was performed and the device worked as intended. The device was disassembled and no damage was found on the internal components.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2015 and absorbable straps were used. The white end fell off during tacking and was retrieved with no additional dissection required. The procedure was completed with a like device. There were no adverse patient consequences reported.